Event description:
It was reported that during treatment with a prismaflex st100 set, an external leak was observed at the connector in the arterial tube. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
The device was not received for evaluation however photograph and a video were provided for evaluation. The visual inspection observed leakage from the access line. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.